Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced motion interface module due to no 96v going to motion controllers. System was fully operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450: product ID: bi71000180r: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the pendant was stuck in "initializing system please wait" and they was unable to move the gantry. While troubleshooting rebooted the system with the umbilical connected and disconnected and there was no effect. Confirmed ias (image acquisition system) dongle was fully seated and not damaged. Confirmed the ias (image acquisition system) key was horizontal. Patient was present. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
(H3, h6): the part was returned to the manufacturer for evaluation. Confirmed reported complaint. Installed enclosure motion control in system. The system did not initialize. Motion did not ready. Image acquisition system (ias) firmware installer confirm enclosure motion firmware is na. Enclosure motion control could not hold firmware. B01, c10, d18 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r, serial/lot #: (B)(6) rev. 3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. There was no reported impact and no delay.